Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 29mar2018, a field service engineer (fse) was at customer's site to resolve reported event. Fse inspected instrument and verified error 2012 on the error log. Fse replaced the diluent pump and performed prime diluent without errors. Fse completed the daily check run without errors. The aia 360 instrument is functioning as expected. A (B)(4) complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018. There were no other similar complaints identified during the searched period. The aia 360 operator's manual under chapter 7- error messages and flags, section 7.1 list of error message states, 2012 air detected [diluent] is generated when there is a failure to contact fluid level after diluent suction. Operator is instructed to contact the tosoh service department. The most probable cause of the reported event was due to faulty diluent pump.

Event description:
On (B)(6) 2018, customer reported getting 2012 "air detect diluent" error message on the aia 360 instrument. The customer tightened the waste, diluent and wash bottle caps. The customer also cleaned the sensor leads, reseated the wash probe and confirmed the wash probe tips were on and the sample probe was straight. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for creatine kinase mb (ck-mb) and troponin I (ctnl2). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.